Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for viper2 screw ext, multi piece was conducted identifying that lot number mi34728 was released in one batch. Batch 1: released on 05 may 2014 with no discrepancies. Supplier: micropulse incorporated as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the viper2 screw ext, multi piece. A dimensional inspection was performed for the viper2 screw ext, multi piece and met specifications. A functional test could not be performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the viper2 screw ext, multi piece was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the drawings reflecting the current and manufactured revisions were reviewed. Dimensional inspection: measured dimensions: proximal end = conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported on (B)(6) 2022, that the customer complain that the three-part article can no longer be properly assembled/assembled. No patient involved. This report is for one (1) viper2 screw ext, multi piece. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.